Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch mini meter was reading inaccurately high compared to another unknown meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained from cca when they reviewed the customers call. The patient stated that the alleged inaccuracy began on "(B)(6) 2016, 10:00pm". The patient detailed that he obtained an alleged blood glucose result of "264mg/dl" on the subject meter, compared to "215mg/dl" obtained on another meter, preformed within 30 minutes of each other. The patient manages his diabetes with insulin (self-adjuster) and continued with his usual dose including sliding scale as a result of the alleged product issue. The patient denied that he developed symptoms. However, he reported when emergency medical service (ems) tested his blood it read "48mg/dl" and on "(B)(6) 2016, around 10pm" that he received treatment from emergency medical service by a health care professional (hcp) in the form of "glucose tablets or gel" the patient reported that after treatment the ems then obtained additional blood glucose results of "96 and 215mg/dl" on the (ems meter). At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the result. Replacement products were sent to the patient. This complaint is being reported because although the patient did not develop symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began. It cannot be said with absolute certainty that the alleged "inaccurately high" subject meter result did not affect treatment options prior to or after the onset of these symptoms.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.